Manufacturer narrative:
(B)(4) model and lot #) igtcfs-65-2-uni-celect-pt. Similar to device approved under 510(k) k121629. Summary of investigational findings: the evaluation of the imaging revealed that the filter hook interacted with the ivc resulting in a perforation of the ivc wall with the filter hook. The difficulties with retrieving the filter is due to the tilted and perforated filter. No information on patient outcome is reported in this case. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2015 (same day as procedure), the pre-placement ultrasound was completed. It revealed no evidence of thrombus in the inferior vena cava (ivc), right pelvic vein or right lower extremity. Thrombus was present in the left pelvic vein and left lower extremity. Analysis of the pre-placement ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or right lower extremity. Thrombus was present in the left lower extremity. The primary reason for the filter placement was a current dvt with a contraindication to anticoagulation due to a planned invasive surgery/procedure. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 28.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter (lot number e3337403) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was less than 11 - 16 degrees. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus. The filter was placed in the ivc infrarenal site, and the ivc diameter at the intended filter location was 16.2 mm. There was no evidence of deformation, migration, or extravasation of contrast after filter placement. Filter legs did appear outside the column of contrast. Angle of filter tilt in the ap view was 9.3 degrees. On the same day, the post-procedure x-ray was performed. It revealed no evidence of filter fracture, embolization or migration. Filter tilt was 11 - 16 degrees. Analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 11.4 degrees and 10 degrees in the lat view. On the same day, the patient was discharged from the hospital. On (B)(6) 2016 (102 days post-procedure), the three-month follow-up clinical assessment was completed and a filter retrieval was scheduled. Since last contact, the patient had not experienced a reportable event. On (B)(6) 2015 (115 days post-procedure), the patient had the pre-retrieval x-ray performed. The x-ray revealed no evidence of filter fracture, embolization or migration. Filter tilt was 11 - 16 degrees. On the same day, an attempt was made to retrieve the filter because it was no longer clinically needed. No thrombus was present in the filter. Filter legs did appear outside the column of contrast before retrieval. Retrieval was attempted endovascularly with a gunther tulip retrieval set via the right internal jugular vein. The physician had major difficulty attempting to retrieve the filter. Additional devices utilized included balloon dilatation via a femoral approach. The filter was not endovascularly retrievable because the hook was embedded in the vessel wall and the physician was unable to grasp it. Analysis of the retrieval procedure venography is not available. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog# igtcfs-65-2-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k121629. (B)(4). Summary of investigational findings: complaint reopened since 1 year follow-up imaging was provided. Investigation is based on event description and image review. One year follow-up CT demonstrated one grade 2 interaction and two grade 3 interactions. The grade 3 interactions resulted in the primary filter legs abutting the duodenum. The filter hook also penetrates the ivc wall and extends approx. 6mm outside, but not abutting any adjacent structures. The grade of interaction previously present was not assessed as no axial images were obtained, but it does not appear significantly changed when compared to venogram at attempted filter retrieval. The act of trying to retrieve the filter may have increased the tilt and/or the amount of leg perforation, although the grade 3 interactions may have been present prior to attempted retrieval. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2015 (same day as procedure), the pre-placement ultrasound was completed. It revealed no evidence of thrombus in the inferior vena cava (ivc), right pelvic vein or right lower extremity. Thrombus was present in the left pelvic vein and left lower extremity. Analysis of the pre-placement ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or right lower extremity. Thrombus was present in the left lower extremity. The primary reason for the filter placement was a current dvt with a contraindication to anticoagulation due to a planned invasive surgery/procedure. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 28.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot number e3337403) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was less than 11 - 16 degrees. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus. The filter was placed in the ivc infrarenal site, and the ivc diameter at the intended filter location was 16.2 mm. There was no evidence of deformation, migration, or extravasation of contrast after filter placement. Filter legs did appear outside the column of contrast. Angle of filter tilt in the ap view was 9.3 degrees. On the same day, the post-procedure x-ray was performed. It revealed no evidence of filter fracture, embolization or migration. Filter tilt was 11 - ¿16 degrees. Analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 11.4 degrees and 10 degrees in the lat view. On the same day, the patient was discharged from the hospital. On (B)(6) 2016 (102 days post-procedure), the three-month follow-up clinical assessment was completed and a filter retrieval was scheduled. Since last contact, the patient had not experienced a reportable event. On (B)(6) 2016 (115 days post-procedure), the patient had the pre-retrieval x-ray performed. The x-ray revealed no evidence of filter fracture, embolization or migration. Filter tilt was 11 - 16 degrees. On the same day, an attempt was made to retrieve the filter because it was no longer clinically needed. No thrombus was present in the filter. Filter legs did appear outside the column of contrast before retrieval. Retrieval was attempted endovascularly with a gunther tulip¿ retrieval set via the right internal jugular vein. The physician had major difficulty attempting to retrieve the filter. Additional devices utilized included balloon dilatation via a femoral approach. The filter was not endovascularly retrievable because the hook was embedded in the vessel wall and the physician was unable to grasp it. Analysis of the retrieval procedure venography is not available. Addendum: on (B)(6) 2017 (416 days post-procedure), the 12 month CT and x-ray were performed. Per the site, the CT revealed no evidence of filter embolization but there was grade 2 filter leg interaction with the ivc wall, (the highest grade observed.) The 12-month x-ray revealed no evidence of filter fracture, embolization or migration. Filter tilt was =16 degrees. Additional information received on 26jan2017: the 12-month CT analysis revealed no evidence of filter embolization. The angle of filter tilt in the sagittal plane was 1.8 degrees. There were 9 filter legs with a grade 1 interaction with the ivc wall. There was 1 filter leg with a grade 2 interaction with the ivc wall. No hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. There were 2 filter legs with a grade 3 interaction with the ivc wall, and it affected the duodenum. No hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect-pt. Similar to device under 510(k) k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2015 (same day as procedure), the pre-placement ultrasound was completed. It revealed no evidence of thrombus in the inferior vena cava (ivc), right pelvic vein or right lower extremity. Thrombus was present in the left pelvic vein and left lower extremity. Analysis of the pre-placement ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or right lower extremity. Thrombus was present in the left lower extremity. The primary reason for the filter placement was a current dvt with a contraindication to anticoagulation due to a planned invasive surgery/procedure. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 28.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter (lot number e3337403) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was less than 11 - ¿16 degrees. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus. The filter was placed in the ivc infrarenal site, and the ivc diameter at the intended filter location was 16.2 mm. There was no evidence of deformation, migration, or extravasation of contrast after filter placement. Filter legs did appear outside the column of contrast. Angle of filter tilt in the ap view was 9.3 degrees. On the same day, the post-procedure x-ray was performed. It revealed no evidence of filter fracture, embolization or migration. Filter tilt was 11 - ¿16 degrees. Analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 11.4 degrees and 10 degrees in the lat view. On the same day, the patient was discharged from the hospital. On (B)(6) 2016 (102 days post-procedure), the three-month follow-up clinical assessment was completed and a filter retrieval was scheduled. Since last contact, the patient had not experienced a reportable event. On (B)(6) 2015 (115 days post-procedure), the patient had the pre-retrieval x-ray performed. The x-ray revealed no evidence of filter fracture, embolization or migration. Filter tilt was 11 - ¿16 degrees. On the same day, an attempt was made to retrieve the filter because it was no longer clinically needed. No thrombus was present in the filter. Filter legs did appear outside the column of contrast before retrieval. Retrieval was attempted endovascularly with a gunther tulip retrieval set via the right internal jugular vein. The physician had major difficulty attempting to retrieve the filter. Additional devices utilized included balloon dilatation via a femoral approach. The filter was not endovascularly retrievable because the hook was embedded in the vessel wall and the physician was unable to grasp it. Analysis of the retrieval procedure venography is not available. Addendum: on (B)(6) 2017 (416 days post-procedure), the 12 month CT and x-ray were performed. Per the site, the CT revealed no evidence of filter embolization but there was grade 2 filter leg interaction with the ivc wall, (the highest grade observed.) The 12-month x-ray revealed no evidence of filter fracture, embolization or migration. Filter tilt was =16 degrees. Additional information received on 26jan2017 the 12-month CT analysis revealed no evidence of filter embolization. The angle of filter tilt in the sagittal plane was 1.8 degrees. There were 9 filter legs with a grade 1 interaction with the ivc wall. There was 1 filter leg with a grade 2 interaction with the ivc wall. No hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. There were 2 filter legs with a grade 3 interaction with the ivc wall, and it affected the duodenum. No hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. Patient outcome: the patient remains in the study.